Manufacturer narrative:
E2: no. The subject device was evaluated. Device evaluation noted the customer reported issue was not confirmed. However, noise on image due to faulty charge coupled device (ccd), unit also failed leak test due to puncture on cable. Ccd can be attributed to the reported event of "no image". The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "warning ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Based on investigation results, the reported issue was not confirmed. The image was visible on screen. However, noise on image due to faulty ccd. The faulty ccd can be attributed to the reported event of "no image". Olympus will continue to monitor complaints about this device.

Event description:
It was reported the subject device presented no image, did not work. There was no patient impact. No harm was reported due to the event.